Manufacturer narrative:
The user facility report# (B)(4). Medical safety review: medical safety review has been performed and indicated that this event and its severity is known and labeled per m726750c793 a, which states the following: do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Carroll and greenvik recommend maintaining a seal pressure at or below 25 cm h2o (carroll, r.g., and greenvik, a.: ¿proper use of large diameter, large residual cuffs.¿ critical care medicine vol. 1, no. 3: 153-154, 1973). Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Minimal occluding volume or minimum leak techniques should be used in conjunction with an intracuff pressure measuring device in selecting the sealing pressure. Cuff pressure should continue to be monitored thereafter, and any deviation from the selected seal pressure should be investigated and corrected immediately. Inflation of the cuff by ¿feel¿ alone, or by using a measured amount of air is not recommended since resistance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nim endotracheal tube inserted and used correctly but it was unable to ventilate. Upon inspection with bronchoscope, cuff on tube had herniated though the top of the tube, causing airway obstruction. Additional information: the cuff and tube checked prior to use to ensure proper functionality. This issue in the tube discovered after intubating the patient. The issue occurred after the tube was placed and the cuff was inflated. It was noted that the tube was actually removed and reinserted in attempt to resolve the issues ventilating the patient. The proper position was confirmed by multiple providers using direct vision via video laryngoscopy. The problem was only finally discovered after all normal maneuvers were done to ensure proper functioning of all equipment and positioning of every part of the tube and equipment- which all yielded no abnormality. The issue was discovered by inserting a fiberoptic bronchoscope through the endotracheal tube and visualizing that the cuff was obstructing the opening of the tube. A chest x- ray was also done of the patient to ensure proper placement of the tube. Once the cuff was deflated, the issue resolved. We did have great difficulty ventilating the patient and had every reason to believe that she was having a bronchospasm event based on our high peak pressures, rhonchorous breath sounds, and near complete inability to deliver adequate breaths to the patient. Accompanied by tachycardia and hypotension, we had to assume anaphylaxis was occurring and treated the patient with all conventional treatments of this issue. We only achieved transient improvement of above symptoms, which caused us to call for additional tools and help to explore further etiologies of this issue. 10cc of room air was used to inflate the cuff. Tidal volumes dropped and peak pressures rose. No unexpected anatomy, abnormalities were noted on visualization of the pharynx and larynx with the video laryngoscope, nor of the trachea or bronchi via fiberoptic bronchoscope visualization. Nor on the chest x-ray. No leak was evident while trying to establish the airway. No bite block was used.